Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lxi 725 analyzer. Patient a: a sample from this patient was tested for accu tni and a result of 0.85ng/ml was reported out of the lab. The original sample was re-tested and repeated result was 0.04ng/ml. A corrected report was sent. Patient b: an initial accu tni result was 2.62ng/ml. The sample was re-tested and repeated results were: 0.05ng/ml and 0.04ng/ml. The result of 0.05ng/ml was reported out of the lab. The customer stated that there was no change in treatment to patients.

Manufacturer narrative:
Qc was within specifications before the event. A system check performed in 2008, after the event, passed all specifications. The specimens were collected. The samples were re-centrifuged before repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument. The fse adjusted mixer speed and ran diagnostic testing which passed. The fse went back to the customer's lab four days later and found the wash arm was tilted. The fse adjusted the wash arm. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.